Manufacturer narrative:
Additional information from section e1 phone number: (B)(6). The manufacturer's investigation is on-going, and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an evoque procedure in tricuspid position. On post operative day (pod) 3, the patient had a bradyarrhythmia absoluta with frequency down to 27/min. After few days with medication therapy, a permanent pacemaker was implanted on pod14.